Manufacturer narrative:
Even though the customer(s) selected the brush based on the brochure, the channel of endoscope can be cleaned completely and not related to safety issue since the outside diameters of compatible brushes described on the brochure are smaller than the IFU. We have confirmed that the marketing material (brochure) has already been updated with a new one. This report is being filed as part of the pentax backlog management plan.

Event description:
The marketing material (brochure) doesn't meet with IFU for compatibility of following brushes cs5503a, cs5522a, cs5530a related to channel ID (different channel diameters). The data in the brochure are from an older IFU. Submitted to pm for clarification. This event occurred at the time of during inspection. There was no report of patient harm.